Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 402mg/dl. It was stated that prior going to the hospital the customer was not connected because the insulin pump was shooting out the insulin during the prime process. Troubleshooting was performed. It was stated that the self test could not be performed because the insulin pump alarmed low battery. It was stated that the prime test was not performed as the insulin pump was stuck in prime mode. The programming, time and date were correct. Advised that the customer should stay on back up plan. No further information was provided.